Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 25-nov-2022 via email and attached to the complaint object. There was no patient involvement or medical intervention.

Event description:
It was reported that the device exhibited a force sensor initial test failed cannot remove error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Health effects - health impact code updated device evaluation: tamper seals broken on bottom case and plunger assembly. Cracked on bottom case and plunger assembly. Force sensor test error displayed in the event history log. Force sensor test error was found at power up and the reading of force sensor is out of specs. Force sensor is out of calibration due to normal wear. Performed pm maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.